Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during attempts to retrieve the filter resistance was met with the heavily tortuous and mildly calcified anatomy resulting in the reported difficult to remove. The treatment appears to be related to the operational context of the procedure as an additional stent was deployed to help straighten the vessel and the filter was able to be retrieved. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily tortuous and mildly calcified right common carotid artery. The emboshield nav6 embolic protection device filter was deployed without difficulty distal to the lesion. Two stents, one xact stent and one non-abbott stent, were implanted at two different locations. Post stent deployment, an attempt was made to retrieve the filter; however, due to the tortuous patient anatomy, difficulty was noted. The physician was able to reach the filter, but, due to the tortuous patient anatomy, was unable to collapse the filter and pull into the retrieval catheter. The physician tried different catheters for support and was unable to retrieve the filter. An additional stent was deployed to help straighten the vessel and the filter was able to be retrieved. There was no adverse patient sequela or a clinically significant delay in procedure. No additional information was provided.